Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that bleeding occurred. The wearable was inserted into the arm. Approximately two years ago, a patient experienced excessive bleeding immediately after inserting a dexcom g7 continuous glucose monitoring (cgm) sensor. Due to the severity of the bleeding, the patient required emergency room evaluation, where concurrent use of the oral antiplatelet medication brilinta (ticagrelor) was identified as a likely contributing factor. The bleeding was successfully controlled, and the patient was discharged on the same day in stable condition with prescriptions for two oral antibiotics, amoxicillin and clindamycin; however, specific dosing details are unavailable due to the time elapsed. Following the incident, the bleeding resolved completely with no ongoing complications. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.